Manufacturer narrative:
B5. Additional information received; it was reported the device entered the distal area of the vessel in an accordion-like state, it was reported when a delivery system was inserted into a thin, curved blood vessel, such a phenomenon was likely to occur. It was also reported the patients vessel morphology was different from expected, noting the vessel shortened in a vessel that tended to form an accordion shape which is how the blockage occurred per the physician. Per the physician, the cause of the event was not due to the product, but to the patient's vascular morphology. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported occlusive event could not be reviewed on the drawing provided; therefore the cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration and occlusion could not be evaluated. It is possible that the shape and narrowness of the iliac vessels may been a factor in the reported occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 51 mm abdominal aortic aneurysm. It was reported that during the index procedure, after implanting the aui in the proximal nervous system, etlw1616c124ej was implanted in the distal side and occluded slightly in the left internal iliac. The event was treated with a bare metal stent (9mm x 60mm) implanted inside. No endoleak was observed and the procedure was completed. As per the physician, cause of the event was user error. It was stated that a contrast was performed prior to device implantation, and entered the distal area. No additional clinical sequalae were reported and the patient is fine.